Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a variceal bleed. According to the complainant, this varix was larger then varicies typically encountered. The varix was unable to be absorbed during aspiration and a "problem occurred at the ligator's field of vision." The physician was unable to "catch" the varix and stop the bleeding. The procedure was completed with another super 7 multiple band ligator. It is unclear if the described device issues affected the patient's condition. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.